Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. No scrolling numbers display anomaly noted. Insulin pump received with normal operating currents. No unexpected weak battery alarm noted. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm and a weak battery alarm on the insulin pump. Blood glucose level was 247 mg/dl at the time of the call. No further information was provided.